Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A customer reported via phone call indicating that they were hospitalized for diabetic ketoacidosis with a blood glucose level of 46 mg/dl. The customer did not mention any symptoms of their blood glucose levels. The customer did not mention any form of treatment for their blood glucose levels. The customer stated that they work up with a button alarm and was not receiving insulin from their insulin pump. The customer did not provide the date of the hospitalization. The customer sent the product back for analysis.

Manufacturer narrative:
The insulin pump alarmed button error and had unresponsive buttons due to corroded keypad traces. However, the insulin pump was tested after cleaning the keypad traces and keypad dome switches. All operating currents are within specifications and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The insulin pump was received with cracked case at the display window corners, cracked display window, cracked battery tube threads and minor scratched lcd window.